Manufacturer narrative:
(B)(4) - digestive tract bleeding. Final device analysis revealed no significant anomalies. There was no output or telemetry. The battery was assumed to be at normal end of life.

Event description:
The pt was seen in clinic on (B)(6) 2009 at which time she conveyed that the ins was flipping in the pocket. Upon examination, it was possible to observe the ins flip when the pt went from a sitting to standing position. She could also grab a hold of the ins and flip it herself. Impedance was 579 ohms and settings were 4.5v, 330mcs, 14hz, 2 seconds on, 3 seconds off. In (B)(6) 2009 (exact date not known), the wound was explored. One of the prolene sutures had broken and the flipping had caused the leads to twist into a "tight short knot". The leads were untwisted and new prolene sutures were used to secure the ins to the fascia. Some drainage was present following surgery but on (B)(6) 2009 at f/u, the wound appeared pink and healthy with a small amount of serous fluid present on the bandage. The pt was placed on antibiotics though there was no sign of active infection at the time. The device was interrogated and reprogrammed. Impedance was 543 ohms and settings were 4.5v, 330mcs, 28hz, 2 seconds on, 3 seconds off. At f/u on (B)(6) 2009, it was observed that the ins was again flipping in the pocket when the pt would bend at the waist to a sitting position and was pushing against the pt's ribs causing pain and difficulty when the pt was at work as an emt. Impedance was 526 ohms and settings were 5.8v, 338mcs, 28hz, 3 seconds on, 2 seconds off. On (B)(6) 2009, the pt underwent surgery to move the ins inferior and somewhat medial to its original position. The pt tolerated the procedure well. At f/u on (B)(6) 2009, the pt was doing well. She had less discomfort on her ribs and the wound was healing properly. There was no sign of erosion or active infection. It was noted that the pt was experiencing worsening gi symptoms at that time. She had some hematemesis, some blood in the stool, stomach cramping, as well as difficulty sleeping and constant fatigue. Impedance was 579 ohms and settings were 5.8v, 330mcs, 28hz, 3 seconds on, 2 seconds off. The cycling was increased to 4 seconds on and 1 second off. She was given prescriptions for lomotil and ativan to improve her symptoms. No further info was reported though the MFR device tracking system indicated the ins was replaced on (B)(6) 2009. It was returned to the MFR for analysis. Normal battery depletion was stated.